Manufacturer narrative:
(B)(4).

Event description:
This device was explanted due to a set screw issue. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the device was interrogated, revealing the battery status bos, two charging cycles were recorded. The header of the ICD was visually inspected. During the visual inspection the df-1 rv set screw was found unscrewed and tilted beneath the silicon seal. Additionally, the inner hexagon of the df-1 rv set screw was completely rounded as shown in figure 1, indicating the presence of strong external forces. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the observed symptoms. Particularly the final acceptance test proved the device functions to be as specified. There was no indication of a material or manufacturing problem.